Event description:
Resident is 84 yr old with multiple medical problems, on hemodialysis 3 times a week for approx 6 yrs. 3/12/99 office consult with dr on shunt. Returned 11:00 am with new orders for care of shunt. 3/15 - regarding positive mrsa from left thigh shunt. 3/21 - resident returned to facility after being out with daughter all day, no problems noted and resident assisted to bed. This certified nurse assistant went on to care for another resident. He passed by room and noted blood on the floor. Immediately notified nurse who found the resident in a pool of blood. Origin site was determined as coming from the left groin shunt. Suspect a weakened gore-tex shunt at left leg. Believe it was placed during a surgical procedure.